Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device however was unable to duplicate the reported malfunction. No parts were replaced. The cse performed all calibrations, extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device was found to operate within mfg specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator stopped cycling. There was no report of pt involvement. No additional info is available at this time.